Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 3006948883-2020-00288 was sent in error. Additional information received by sales rep indicated that the leakage was at insertion site, this is not considered to be a reportable malfunction.

Event description:
It was reported that blood leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020. It was found that blood leakage was badly by medical staff. Replaced a new one.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020. It was found that blood leakage was badly by medical staff. Replaced a new one.